Manufacturer narrative:
Internal report # (B)(4). Returned pen needles evaluated with no defect found. Most likely underlying root cause: mlc-46: customer preference. Note: manufacturer contacted customer on 1/9/2019 in a follow-up call to ensure that the initial concern was resolved; customer sates that the injection was very painful. He says that they were dull, the cap did not fit right. He states that he will no longer use our products. He states he purchased a different brand. Customer did not seek medical intervention due to the use of the products. Customer agrees to send back products for investigation.

Event description:
Consumer reported complaint that the pen needle's caps won't stay on when unscrewing from my pen injector; and pain upon injection. The customer did report symptom of pain when used the needle. Medical attention is not reported as a result of associated pain. Product storage location is undisclosed. The pen needle lot manufacturer's expiration date is undisclosed and open vial date is undisclosed.